Event description:
(B)(4). Authorized distributor reports domestic repair of device, replacing pneumatic block and ptu board, after having encountered a functional failure with error code #40. This code indicates a failure of the patient air temperature sensor. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported failure will cause the treatment to be intentionally terminated as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3